Manufacturer narrative:
It was reported by the customer that the white safety clamp was missing on the pump segment of the tubing. One sample was received for quality evaluation. Visual examination was conducted and the while safety clamp on the lower pumping segment fitting assembly is missing, however, the sample is not leaking. The customer complaint of leakage could not be confirmed. No root cause for leakage was determined because the failure could not be replicated. The device history review was conducted on possible lot numbers determined by tracing the smartsite ID numbers of the sample received. A device history record review for model 11532269 lot number 24075234 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11532269 lot number 24075235 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11532269 lot number 24039231 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the white safety clamp was missing on the pump segment of the tubing. Luckily, this did not result in the waste of any medication. The oncology medications that we dispense are quite expensive and we can¿t afford to have continued problems with the bd alaris tubing used in the cancer center. I returned several defective alaris IV tubing sets to bd last week. We had another instance where another tubing set had a leak (of chemotherapy drug) from below the drip chamber.